Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Reportedly, the supplies were changed multiple times in an attempt to resolve the event and the customer wore the pump against their skin. The customer went to the emergency room on (B)(6) 2018 with a blood glucose (bg) of 400 mg/dl and diabetic ketoacidosis. Customer was hospitalized and was treated with intravenous insulin drip. Zofran medication was used to treat the customer's nausea and vomiting. Customer was released from the hospital on (B)(6) 2018 and bg was 170 mg/dl. During troubleshooting for the current occlusion alarm, a new cartridge was loaded and the pump performed as intended.